Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? If staples deployed into tissue where they formed in the proper closed b-formation? Was the device locked on tissue with the jaws closed? Did the jaws eventually open? Will the device be returned for analysis?

Event description:
After the third shot the stapler locked, the reverse did not work. They opened a new stapler and continued the surgery. There was no harm to the patient. No further descriptions of the event. Procedure: laparoscopic radical cistectomy.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? I do not have more information. If staples deployed into tissue were they formed in the proper closed b-formation? Yes. Was the device locked on tissue with the jaws closed? Yes. Did the jaws eventually open? Yes. Will the device be returned for analysis? Yes.